Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident is unknown, but she confirmed that her blood glucose is usually high at night; she plans to speak to her health care provider about her hyperglycemia. The customer stated that during the prime process insulin had squirted out and the pump alarmed with a compromised force sensor system. Troubleshooting was initiated for the rewind and prime issue. The customer mentioned that the pump was not bumped or dropped. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.